Event description:
A report was received that the pt would be explanted due to discomfort at the pocket site. The physician tried to convince the pt against explant but the pt is adamant about explantation. The device was working properly and the pt was receiving stimulation. The pt was doing well following the procedure.

Manufacturer narrative:
This is the final report.